Event description:
Information received from healthcare provider via distributor regarding an event happened during post op of the reported product. It was reported that, when the product was placed in the patient¿s mouth and ultimately, the bone graft failed and did not integrate into the patients tissue. Patient had infection and loss of the graft in the early stages of healing. No particularly significant medical history other than medical marijuana use, tooth #14 non restorable with previous root canal, no signs of infection at the time of extraction and no sinus communication, extraction and bone graft performed using mineross allograft and cytoplast non resorbable ptfe membrane and sutures. Infection developed at 2 weeks. No ongoing complications after graft removal and curettage. The patient was not immune compromised or undergoing chemotherapy. There were no imaging studies available for this patient. There was no history of transfusions, infusions, transplants, implants, and transfers that may have been a source for communicable disease transmission. No further complications reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.